Event description:
The customer reported that she was not getting insulin, and the reservoir compartment was wet. The blood glucose reading was 400mg/dl. The customer stated that insulin leaked at the p-cap connection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.